Event description:
Report rec'd of j retention wire fracture without protrusion through the outer polyurethane insulation. A report was received on 3/17/98 that the lead was explanted on 3/28/97 due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation.